Event description:
It has been reported during recent insulation testing, identified arcing in certain areas of the sheathing for the mini laparoscopic instruments. Interestingly, the arcing occurred in the same area across different sheaths within the same tray.

Manufacturer narrative:
The device was returned on june 05, 2025, will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the surface of the shaft shows some very deep scratches/damage, which may have been caused by use with trocars or other instruments. Please check the shafts for damage before each use. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).